Manufacturer narrative:
The underlying cause could not be determined however evaluation from invacare (B)(4) confirms issue of frame being bent. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Rear frame is spreading.